Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection reflin 1g once daily (route and duration not reported) and injection fortum 1g once daily (in one bag, duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status was unknown. No additional information is available.